Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 devices were received for evaluation; 4 events were confirmed during testing. 4 devices were found to be affected by a missing seal. This device is not repairable and was not returned to the user facility. 4 device evaluations are in progress, 2 of 8 reported devices are in scope of recall z-0172/0173-2014. There were no remedial actions taken for 6 devices. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation. 1 event was confirmed. The device was found to be missing an o-ring. 1 device was expected to be received for evaluation; however, the device was not received. Corrected data: two events were filed in error and determined to be not reportable per 21 cfr 803:20. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. There was no patient involvement; no patient impact.